Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with one of his battery packs. Review of the pt's download revealed battery pack faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery pack faults) was confirmed. As received, the battery would not charge or power on a monitor. Upon eval, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.